Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission with non-sustained right ventricular oversensing. Upon review, the oversensing was noted to be myopotential oversensing, possibly due to the enlargement of myopotentials by the low-frequency attenuation filter. Performing isometric tests and programming changes were discussed. No intervention was reported.

Event description:
New information received noted that programming changes were performed. The patient was in stable condition.